Event description:
The initial reporter received questionable tsh elecsys cobas e 200 v2, elecsys ft4 iii assay, elecsys ft3 iii assay results for one patient sample tested on the cobas e 411 module. The initial results were not reported outside of the laboratory. The customer provided the patient's sample for an investigation. The sample was retested on an e 411 module and an abbott architect analyzer. The tsh reagent lot number in the customer's e 411 module was the same reagent lot number used in the investigation's e 411 module. The customer's e 411 module serial number is (B)(4). The investigation's e 411 module serial number was (B)(4). This medwatch is for tsh assay. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay and patient identifier (B)(6) for the ft3 iii assay.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. Based on the provided information, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.